Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, eccentric, restenosed lesion in the mid left anterior descending coronary artery. During post-dilatation of a deployed stent, the 3.0x8mm nc tenku rx balloon dilatation catheter (bdc) ruptured at 6 atmospheres during the first inflation. A non-abbott device was used to successfully complete the post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.